Manufacturer narrative:
Corrected h-6 - device codes corrected h-6 from "fitting problem" to "failure to unfold or unwrap. Internal complaint number: tw (B)(4). A photographic inspection was conducted. A photo of the product information with the lot number and the delivery device inside the loading device with blood covering both devices, the aortic cutter inside the plastic tray. The device was returned to the factory on (B)(6)2020 for evaluation and investigated on (B)(6)2020 . The cutter was not returned for evaluation. A visual inspection was conducted. Signs of clinical usage and slight evidence of blood was observed. The delivery device was returned inside of the loading device. The delivery device was removed from the loading device. The tension spring and seal remained inside the loading device. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. The seal was then pulled out from the loading device for inspection. Seal showed no sign of crack/delamination and no evidence of blood. The seal was separated from the tether of the tension spring assembly. The tension spring assembly showed no sign of being cut. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.500 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed. Based on the returned condition of the device, there were no abnormalities found with the seal. It was also found that the seal was not deployed into the aorta in the correct orientation. Therefore, the failure "leak" could not be confirmed. The analyzed failure mode "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal came out and had a lot of bleeding. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal came out and had a lot of bleeding. A replacement device was used to complete the procedure. The hospital did not report any patient effects.